Manufacturer narrative:
Product has not been returned after multiple attempts to contact patient. Patient continues to use product for sequential compression therapy. No additional information has been provided. Product not returned for evaluation.

Event description:
Patient emailed breg distributor alleging: "because the pads were ill fitting and suctioning the surgical area while deflating in order to provide sub-adequate ice cooling and recirculation I sustained a serious complication which required re-admission to the hospital. This complication was accompanied by significant pain, related medical complications, nerve injury and a sizable hematoma which required evaluation, pain management and a surgical procedure by interventional radiology to resolve." No additional detail is available related to the alleged injury. The patient has been discharged from the hospital and is home using the sequential compression portion of the product for dvt treatment.